Manufacturer narrative:
H4,6: information anticipated, but unavailable at this time.

Event description:
It was reported that during an open colectomy procedure, after firing the device, there were malformed staples. The surgeon hand sewed the opening. There was no pt consequence.